Manufacturer narrative:
D10 concomitant products: e1455, e1455 the edge ent/ima electrode x50 (lot#unknown), e1455, e1455 the edge ent/ima electrode x50 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery, the insulated tip of the the device detached. The piece fell into the patient¿s cavity. The broken piece was retrieved. No additional medical procedure was required to remove the piece from the patient. The other two devices were inspected by staff and reported the same issue of the insulated portion easily sliding off. No patient injury.